Event description:
It was reported that balloon rupture occurred. The 90% target lesion being treated was located in the moderately tortuous and calcified left superficial femoral artery (sfa). After a non-bsc stent was deployed, post dilatation was performed using a 6.0 x 150, 75cm mustang¿ catheter balloon. During the first inflation it ruptured at 16 atmospheres (atms) with a duration of 10 seconds. The device was completely removed from the patient and the procedure was completed using a 6mmx100mm mustang balloon catheter. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).